Event description:
After an implantation period of approx. 139 months, oversensing on the rv channal was observed. The lead was capped.

Manufacturer narrative:
Till today we have not received the medical product for analysis and were therefore not able to inspect it. The analysis is therefore based on a review of the production documents of the product complained about and an analysis of the supplied data. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis of the available iegms showed interference signals in the far-field and rv channel, which led to the reported oversensing and charge processes. Despite the available information, no conclusions can be drawn as to the cause of the clinical observation. An analysis of the lead itself would be required to determine the cause. If additional relevant information or the device itself should become available, please send these also to us. The incident will then be updated accordingly.